Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the cuff had a failure and unable to create a seal post insertion. It was indicated that replacement of tube was required. There was no patient injury.